Manufacturer narrative:
(B)(4). Batch # n53e8x. The analysis results found that the cdh33a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The anvil was placed on the device completely and without any difficulties and did not detach during functional testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # n53e8x. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The batch history records were reviewed and the manufacturing criteria were met prior to the release of the batch.

Event description:
It was reported that before a lap lar, it had a difficulty in removing the anvil. When the device was pulled, the anvil fell out outside the patient. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.